Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204 / damaged cable) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the trunk cable was cut. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the cut cable. The root cause of the cut cable is physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that a cable on a patient's electrode belt was damaged and the device was producing service code 204